Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek®2 gp test kit (reference (B)(4)). Customer called in with issues while running listeria innocua and monocytogenes species on their gp cards. Listeria monocytogenes is giving low discrimination on one machine and unidentified. Listeria innocua is identifying listeria welshimeri and unidentified. The customer stated that their last preventative maintenance was in (B)(6) 2017. A new lot of gp cards were run on (B)(6) 2018 and the results were as follows: serial no. (B)(4) = l.innocua 95% and l.monocytogenes 95%. Serial no. (B)(4) = l.welshimeri 90% and l.monocytogenes 95%. A second run was performed on (B)(6) 2018 and results were as follows: serial no. (B)(4) = six (6) cards were run on this instrument three (3) cards for each species were identified as l.innocua and l.monocytogenes serial no. (B)(4) = six (6) cards were run on this instrument, three (3) cards for each species were identified as l.innocua and l.monocytogenes there is no patient associated with this case because this complaint comes from an industry customer. An adverse impact was not reported by the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A us industry customer in the united states notified biomérieux of discrepant results associated with vitek®2 gp test kit (reference 21342). The customer called in with issues while running listeria innocua and monocytogenes species on their vitek 2 gp cards. Listeria monocytogenes is giving low discrimination on one (1) machine and unidentified. Listeria innocua is identifiying listeria welshimeri and unidentified. The customer stated that their last preventative maintenance was in november and december 2017. An internal biomérieux investigation was initiated; however, a field service engineer was dispatched and repairs were performed to the customer instruments (vk2c9243 and vk2c4645). After the repairs were completed, the customer was able to confirm that both instruments were giving good results. This discrepancy was determined to be an issue with the vitek instruments, resolved by fse, and not with the vitek 2 gp cards. Regarding the vitek 2 gp test kit, lot 2420680403, the lot met final qc release criteria and passed initial qc performance testing. Trend review and complaint review for this lot determined no further action is necessary in regard to the vitek 2 gp test kit lot 2420680403.